Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator failed the audio test due to the backup alarm audio not sounding. The customer reported there was no patient involvement.